Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1135) on 04-oct-2015. The most recent information was received on 24-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/cramping"), pelvic pain ("pain / pelvic pain") and the first episode of menorrhagia ("menorrhagia") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, c-section in 1994, c-section (premature delivery) in 2001, back pain, non-smoker, alcohol use, abdominal herniation, cholecystectomy in 2009 and abortion. Previously administered products included for an unreported indication: darvocet, percocet and oxycodone-acetaminophen. Past adverse reactions to the above products included hypersensitivity with percocet; and pruritus with darvocet and oxycodone-acetaminophen. Concurrent conditions included obesity, uterine adhesions, arthritis, hyperlipidemia, depression, pure hypercholesterolemia, obstructive sleep apnea syndrome and dysfunctional uterine bleeding. Family history included hypertension (maternal grandmother, mother, sister), diabetes (maternal grandmother), stroke (maternal grandmother, father), heart disease, unspecified (maternal grandmother) and prostate cancer (unspecified family member). Concomitant products included diphenhydramine hydrochloride (benadryl), medroxyprogesterone acetate (depo-provera) since july 2005 and prinzide (zestoretic) from 12-aug-2016 to 18-nov-2016. On 18-may-2005, the patient had essure inserted. On 18-oct-2005, 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("very painful periods / severe menstrual pain / increased pain during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems") and bacterial vaginosis ("bacterial vaginosis"). On 1-nov-2005, the patient experienced alopecia ("hair falling out / hair loss"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On 18-nov-2005, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fungal infection ("yeast infection") and urinary tract infection ("urinary tract infection"). On 1-dec-2005, the patient experienced migraine ("migraine") and headache ("headaches"). On 18-oct-2006, the patient experienced rash ("rashes on arms"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("constant pain"), abdominal distension ("bloated all the time"), peripheral swelling ("legs and feet stay swollen"), joint swelling ("ankles swollen"), weight increased ("weight gain"), sensitivity of teeth ("sensitive teeth"), visual impairment ("bad eye sight/vision problems"), hypertension ("blood pressure stayed high/worsened high blood pressure/essure worsened blood or heart disorder/condition"), arthropathy ("constant knee knee"), menstrual disorder ("abnormal menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), the first episode of back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), infection ("blood or heart disorder/condition type: infection"), urinary incontinence ("urinary incontinence"), weight decreased ("weight loss"), the second episode of back pain ("lower back pain"), arthralgia ("joint pain"), gingival pain ("sensitivity in her gums"), blood disorder ("essure worsened blood or heart disorder/condition") and cardiac disorder ("essure worsened blood or heart disorder/condition"). The patient was treated with ibuprofen, ciprofloxacin (cipro), metronidazole (flagyl), tramadol, paracetamol (tylenol regular), ibuprofen (motrin), surgery (total laparoscopic hysterectomy with bilateral salpingectomy.), surgery (on 6-oct-2016, total laparoscopic hysterectomy with bilateral salpingectomy.) And surgery (ablation was done on 18-oct-2005). Essure was removed on 6-oct-2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, alopecia, migraine, menstrual disorder, the last episode of menorrhagia, dyspareunia, vaginal discharge and headache had resolved, the pelvic pain, abdominal pain, abdominal distension, peripheral swelling, joint swelling, weight increased, sensitivity of teeth, visual impairment, arthropathy, vaginal haemorrhage, urinary tract disorder, bladder disorder, infection, urinary incontinence, tooth disorder, bacterial vaginosis, fungal infection, urinary tract infection, rash, weight decreased, the last episode of back pain, arthralgia, gingival pain, blood disorder and cardiac disorder outcome was unknown and the hypertension was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, arthropathy, dysmenorrhoea, hypertension, joint swelling, migraine, peripheral swelling, sensitivity of teeth, visual impairment and weight increased with essure. The reporter considered abdominal pain lower, arthralgia, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, dyspareunia, fungal infection, gingival pain, headache, infection, menstrual disorder, pelvic pain, rash, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of back pain, the first episode of menorrhagia, the second episode of back pain and the second episode of menorrhagia to be related to essure. The reporter commented: essure successfully implanted, without complications, visualized four to five coils within the left uterine cavity and four to five coils within the right uterine cavity. 4-5 coils were visualized when the employment device was removed. Both coils appeared to be set in place. There are no complications to the procedure. Removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Dilatation and curettage with myosure 01-jul-2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. 06-jan-2006: hysterosalpingogram - confirmed that plaintiff's essure device were properly placed and her fallopian tubes were bilaterally occluded with no spiillage of contrast into the peritoneum. On 30-sep-2004, computed tomography revealed there was a right paraduodenal internal hernia containing small bowel loops that were mildly dilated, suggesting a minor, low-grade partial obstruction. Minor degenerative changes of the mid lumbar spine. On may-2016, ultrasound revealed incidentally noted nabothian cysts. Small physiologic follicles with a small cyst versus dominant follicle, measuring 1.1 x 0.8 cm in size. On 06-oct-2016, pathology test revealed uterus, cervix. Bilateral tubes: - proliferative phase.endometrium. Comment: there were two coiled wires identified near the cornu regions of the fundus. Endometrial appearance: tan-red, hemorrhagic with a 1.5 x 0.7 cm through and through anterior defect with multiple serosal adhesions on the outer surfaces of the serosa. Coiled wires were present in each of the cornu regions of the fundus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event headache/ migraines quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs+mr received, reporter information updated, product information updated, event headache added. Event's onset date updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 04-oct-2015. The most recent information was received on 08-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/cramping"), pelvic pain ("pain/pelvic pain") and the first episode of menorrhagia ("menorrhagia") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, c-section in 1994, c-section (premature delivery) in 2001, back pain, non-smoker, alcohol use, abdominal herniation, cholecystectomy in 2009 and abortion. Previously administered products included for an unreported indication: darvocet, percocet and oxycodone-acetaminophen. Past adverse reactions to the above products included hypersensitivity with percocet; and pruritus with darvocet and oxycodone-acetaminophen. Concurrent conditions included obesity, uterine adhesions, arthritis, hyperlipidemia, depression, pure hypercholesterolemia, obstructive sleep apnea syndrome and dysfunctional uterine bleeding. Family history included hypertension (maternal grandmother, mother, sister), diabetes (maternal grandmother), stroke (maternal grandmother, father), heart disease, unspecified (maternal grandmother) and prostate cancer (unspecified family member). Concomitant products included diphenhydramine hydrochloride (benadryl), medroxyprogesterone acetate (depo-provera) since (B)(6) 2005 and prinzide (zestoretic) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2005, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("very painful periods / severe menstrual pain/increased pain during menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection"), urinary tract infection ("urinary tract infection") and rash ("rashes on arms"). On (B)(6) 2005, the patient experienced alopecia ("hair falling out / hair loss"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2005, the patient experienced migraine ("migraine / migraine headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("constant pain"), abdominal distension ("bloated all the time"), peripheral swelling ("legs and feet stay swollen"), joint swelling ("ankles swollen"), weight increased ("weigh gain"), sensitivity of teeth ("sensitive teeth"), visual impairment ("bad eye sight/vision problems"), hypertension ("blood pressure stayed high/worsened high blood pressure/essure worsened blood or heart disorder/condition"), arthropathy ("constant knee knee"), menstrual disorder ("abnormal menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), the first episode of back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), infection ("blood or heart disorder/condition type: infection"), urinary incontinence ("urinary incontinence"), weight decreased ("weight loss"), the second episode of back pain ("lower back pain"), arthralgia ("joint pain"), gingival pain ("sensitivity in her gums"), blood disorder ("essure worsened blood or heart disorder/condition") and cardiac disorder ("essure worsened blood or heart disorder/condition"). The patient was treated with ibuprofen, ciprofloxacin (cipro), metronidazole (flagyl), tramadol, paracetamol (tylenol regular), ibuprofen (motrin), surgery (on (B)(6) 2016, total laparoscopic hysterectomy with bilateral salpingectomy.), surgery (on (B)(6) 2016, total laparoscopic hysterectomy with bilateral salpingectomy.) And surgery (ablation was done on (B)(6) 2005). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, alopecia, migraine, menstrual disorder, the last episode of menorrhagia, dyspareunia and vaginal discharge had resolved, the pelvic pain, abdominal pain, abdominal distension, peripheral swelling, joint swelling, weight increased, sensitivity of teeth, visual impairment, arthropathy, vaginal haemorrhage, urinary tract disorder, bladder disorder, infection, tooth disorder, bacterial vaginosis, fungal infection, urinary tract infection, rash, weight decreased, the last episode of back pain, arthralgia, gingival pain, blood disorder and cardiac disorder outcome was unknown and the hypertension was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, arthropathy, dysmenorrhoea, hypertension, joint swelling, migraine, peripheral swelling, sensitivity of teeth, visual impairment and weight increased with essure. The reporter considered abdominal pain lower, arthralgia, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, dyspareunia, fungal infection, gingival pain, infection, menstrual disorder, pelvic pain, rash, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of back pain, the first episode of menorrhagia, the second episode of back pain and the second episode of menorrhagia to be related to essure. The reporter commented: essure successfully implanted, without complications, visualized four to five coils within the left uterine cavity and four to five coils within the right uterine cavity. 4-5 coils were visualized when the employment device was removed. Both coils appeared to be set in place. There are no complications to the procedure. Removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Dilatation and curettage with myosure (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. (B)(6) 2006: hysterosalpingogram - confirmed that plaintiff's essure device were properly placed and her fallopian tubes were bilaterally occluded with no spiillage of contrast into the peritoneum. On (B)(6) 2004, computed tomography revealed there was a right paraduodenal internal hernia containing small bowel loops that were mildly dilated, suggesting a minor, low-grade partial obstruction. Minor degenerative changes of the mid lumbar spine. On (B)(6) 2016, ultrasound revealed incidentally noted nabothian cysts. Small physiologic follicles with a small cyst versus dominant follicle, measuring 1.1 x 0.8 cm in size. On (B)(6) 2016, pathology test revealed uterus, cervix. Bilateral tubes: - proliferative phase.endometrium. Comment: there were two coiled wires identified near the cornu regions of the fundus. Endometrial appearance: tan-red, hemorrhagic with a 1.5 x 0.7 cm through and through anterior defect with multiple serosal adhesions on the outer surfaces of the serosa. Coiled wires were present in each of the cornu regions of the fundus. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-feb-2018: abnormal bleeding (vaginal), bladder or urinary problems or changes, blood or heart disorder/condition type: infection, urinary incontinence, dental problems, bacterial vaginosis, yeast infection, urinary tract infection, pain/pelvic pain, rashes on arms, weight loss, lower back pain, joint pain, sensitivity in her gums and essure worsened blood or heart disorder/condition. Historical conditions, historical drugs, concomitant conditions, concomitant drugs, treatment drugs and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1135) on 04-oct-2015. The most recent information was received on 21-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("constant pain"), dysmenorrhoea ("very painful periods / severe menstrual pain"), abdominal distension ("bloated all the time"), peripheral swelling ("legs and feet stay swollen"), joint swelling ("ankles swollen"), alopecia ("hair falling out / hair loss"), weight increased ("weigh gain"), sensitivity of teeth ("sensitive teeth"), visual impairment ("bad eye sight"), migraine ("migraine / migraine headaches"), hypertension ("blood pressure stayed high"), arthropathy ("constant knee knee"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, alopecia, migraine, menstrual disorder, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved and the abdominal pain, abdominal distension, peripheral swelling, joint swelling, weight increased, sensitivity of teeth, visual impairment, hypertension and arthropathy outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, arthropathy, dysmenorrhoea, hypertension, joint swelling, migraine, peripheral swelling, sensitivity of teeth, visual impairment and weight increased with essure. The reporter commented: essure successfully implanted, without complications, visualized four to five coils within the left uterine cavity and four to five coils within the right uterine cavity. Removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results: (B)(6) 2006: hysterosalpingogram - confirmed that plaintiff's essure device were properly placed and her fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-aug-2017: case was updated to potential legal and new reporter(lawyer) was added. Start date and stop date of product was added and also new events with their outcome was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.